Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-july-2018 with the following findings: there was moisture observed behind the display lens. The keypad was intact. All the keys responded appropriately. The keypad cover was removed and no contamination was found under the key contacts. The investigation was unable to confirm the under responsive keypad complaint. Unrelated to the original complaint, a leak test failed due to a battery compartment crack. Internal moisture was found on the pump circuit board and the keypad connector.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.